Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient undergoing a percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. During the pci, the patient¿s ostial right coronary artery underwent shockwave for treatment. During the shockwave treatment, the optical sensor on the impella was affected and stopped working. There was no effect to the pump flows or patient support. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue: since neither data logs nor product were returned for investigation, the cause of the optical sensor issue could not be determined. Device history review: the device passed all post sterile inspection checks.